Manufacturer narrative:
Title: the association of helicobacter pylori, eradication, and early complications of laparoscopic sleeve gastrectomy source: obesity surgery (2022) 32:1617¿1623. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed outcomes of patients with morbid obesity, who underwent laparoscopic sleeve gastrectomy between january 2012 and december 2020. Patients were divided into two groups, helicobacter pylori positive and helicobacter pylori negative. A linear stapler or a competitor stapler was used to create the gastric sleeve. There were 1985 patients in the study and there were three deaths secondary to staple line leak with severe sepsis and multi-organ failure. Other complications not related to the device included: respiratory complications and venous thromboembolism.